Event description:
It was reported that during a stenting treatment procedure, balloon deflation and withdrawal difficulties occurred. The 80-90% stenosed target lesion being treated was located in the proximal to mid right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter. A 3.00x28mm promus element stent delivery system (sds) was then advanced and deployed in the rca. A 3.50x32mm promus element sds was then advanced distal to the previously placed stent and deployed without any complications. After about 10 seconds of inflation the physician started to deflate the stent delivery balloon and it failed to deflate. It is believed that the balloon was stuck in the stent struts. After attempting to deflate the balloon multiple times, the physician decided to gently pull the sds out of the patient's body with the balloon still inflated. The delivery system was removed intact and the stent remained well positioned and well apposed. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, balloon deflation and withdrawal difficulties occurred. The 80-90% stenosed target lesion being treated was located in the proximal to mid right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter. A 3.00x28mm promus element stent delivery system (sds) was then advanced and deployed in the rca. A 3.50x32mm promus element sds was then advanced distal to the previously placed stent and deployed without any complications. After about 10 seconds of inflation, the physician started to deflate the stent delivery balloon and it failed to deflate. It is believed that the balloon was stuck in the stent struts. After attempting to deflate the balloon multiple times, the physician decided to gently pull the sds out of the patient's body with the balloon still inflated. The delivery system was removed intact and the stent remained well positioned and well apposed. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product.age at time of event: 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the balloon partially inflated and full of solidified contrast media. The device was soaked at 37 degrees celsius for 30 minutes to remove the contrast media. The device was inflated and deflated as per the directions for use. The shaft was kinked just distal to the port. The shaft was twisted 70mm distal to the hypotube. This type of damage could cause an obstruction in the inflation lumen potentially affecting deflation of the device. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).